Event description:
In 2008, a 22 minutes diagnostic laparoscopy with btl was performed on a female pt at surgery center. The skin type has been described as normal, no hair with possibly some lotion on. A birtcher 4400 electrosurgical generator and an unsplit dispersive electrode were used. The output was set to 25 coag. The electrode was applied on the left thigh, the cable pointing towards the knee. It was reported to have been "placed properly and adhered". The pt was in the lithotomy position. About 30 seconds into the procedure, a sizzling could be heard and it "smelled something burning, but there wasn't any smoke". A nurse checked the pt, and discovered a us nickel sized lesion under the pad on the pt's left thigh. The lesion was described as charred and not deep, it was cleaned and treated with silvadene cream. It was observed that approx 10% of the electrode had lifted up on the corner opposite to the burnt spot. No info on skin preparation and whether the pt was repositioned could be obtained so far.

Manufacturer narrative:
The retained samples of the same lot have been tested thermally, electrically, for their adhesion and inspected visually. All samples were found to perform within the limits, and no faults could be detected. The involve device has been rec'd on october 3, 2008 and has been inspected visually, thermally and eclectically. The sample was found to perform within limits, no faults could be detected although the electrode had been already in use. Beside of the charred spot no other irregularities could be observed. The rec'd electrode was folded into itself, it's foam backing has been partially destroyed. The charred spot measures approx 10 mm in diameter (burnt to the aluminium layer) and is located on the left side of electrode near the connecting lap. As the page of the questionnaire dealing with skin preparation has not been returned, yet it is unk if the skin had been cleaned before applying the electrode as recommended by the IFU. However, it was responded that "possibly some lotion" was present. It is also still unclear whether the pt had been repositioned. At this stage, no conclusions as to the cause of the burn can be drawn. We will continue to request the missing info necessary to determine the cause.